Event description:
The st. Jude medical rep reported that the lead was explanted due to marked noise that resulted in numerous inappropriate therapies. The noise on the electrogram is consistent "that of a fracture."